Manufacturer narrative:
Investigation into the event found that the customer received a minor cut on their finger while handling a vial of vitros calibrator kit 3. The instructions for use for vitros chemistry products state: handle as if capable of transmitting disease. This product is prepared from bovine serum to which human and animal tissue extracts have been added. At the individual donor level, the human tissue donors used in the prep of the product have been tested and found to be non reactive for hepatitis b surface antigen (hbsag), antibody to hcv, and antibody to hiv using the FDA approved methods. However, since no test can offer complete assurance that infectious agents are absent, this product should be handled following the recommendations made in nccls guideline m29, 11 or other published biohazard safety guidelines. The technologist was treated per lab procedure and received precautionary treatment. No follow-up was required. The root cause of the event is that the vial was cracked and a contributing factor was user error as the technologist was not wearing gloves at the time of the incident.

Event description:
A customer cut their finger while handling vitros calibrator kit 3. The customer sought medical attention and no followup was recommended or prescribed. This report corresponds to ortho clinical diagnostics inc.